Event description:
It was reported that the right ventricular (rv) lead had short v-v intervals on non-monitored episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.